Manufacturer narrative:
(B)(4). A partial lead measuring 50cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead a complete analysis could not be performed. (B)(4).

Event description:
It was reported that during patient follow up, inadequate capture was observed and lead dislodgement was suspected. The lead was replaced and the patient was in good condition after the procedure.